Manufacturer narrative:
This report is submitted on december 19, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device following head impact to the implant site. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.